Event description:
Reportedly, oversensing signals and inappropriate therapy (atp) were observed in the episodes recorded in device memory since implantation. The sensitivity value had increased to 1.4mv but the issue was still observed. An analysis is requested.

Event description:
Reportedly, oversensing signals and inappropriate therapy (atp) were observed in the episodes recorded in device memory since implantation. The sensitivity value had increased to 1.4mv but the issue was still observed. An analysis is requested.